Event description:
Reportedly, noise oversensing was observed on the ventricular channel of the subject ICD, leading to a vf detection (according to the recorded episode). No therapy was delivered, but the reporter requested an analysis. Preliminary analysis revealed that the observed noise sensing most probably results from emi or myopotentials. None of them could be confirmed.

Event description:
Reportedly, noise oversensing was observed on the ventricular channel of the subject ICD, leading to a vf detection (according to the recorded episode). No therapy was delivered, but the reporter requested an analysis. Preliminary analysis revealed that the observed noise sensing most probably results from emi or myopotentials. None of them could be confirmed.